Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw 5056904 stated: had two total knee replacements with stryker triathlon devices and now have unstable knee joints. Have had to have one revision surgery and will probably need other knee revised. Operations were (B)(6) 2012 and (B)(6) 2013. Revision surgery in (B)(6) 2015. This pi is for unstable knee that may need revision.